Event description:
It was reported that an individual implanted with an implantable neurostimulator 97715 intellis adaptivestim pain and lead 977a260 experienced incision reopening with the incision split open. The individual reported the issue to a primary care provider in mid-may and was started on bactrim. The pain office was notified later, and additional antibiotics were planned to be started. The issue was reported as ongoing, and device removal was reported with a plan to explant the system, with the date not yet determined. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-aug-2019, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 10-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.